Event description:
This is a spontaneous report by a baxter homecare nurse from portugal of peritonitis, serious constipation and intestinal contamination in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began treatment with 2l physioneal 1.36% viaflex, 4l physioneal 2.27% viaflex, 2l physioneal 3.86% viaflex and 2l extraneal viaflex daily (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient had cloudy effluent and abdominal pain. Peritonitis was diagnosed. The patient was not hospitalized and was kept on capd therapy with the dose not changed. On (B)(6) 2010, the patient started on cefazolin 2g ip daily and ceftazidime 2 g ip daily for treatment of peritonitis. The nurse added that the patient had serious constipation and took many laxatives, so the nurse believed the peritonitis could be related to some intestinal contamination. The home care nurse considered the events unlikely related to baxter medicinal products but probably related to intestinal contamination. Upon follow-up with the homecare nurse on (B)(6) 2010, it was found on an unreported date in 2010, the patient recovered from peritonitis. The outcome for serious constipation and intestinal contamination was not provided. Upon follow-up with the baxter homecare nurse on (B)(6) 2010, it was clarified that, on an unknown date, the patient began treatment with extraneal viaflex (lot number 10h23g41) and physioneal, unspecified product viaflex. Extraneal viaflex, lot number 10h23g41, was in use when the peritonitis occurred. In (B)(6) 2010, the patient ended therapy with cefazoline and ceftazidime.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.